Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. It was stated that the customer was experiencing high blood glucose of 184mg/dl and was treated with the insulin pump. Troubleshooting was performed. Ran a displacement, fixed prime, and self test and they passed. Reviewed the alarm history and found several motor error alarms. Performed a high pressure test and failed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and it ws unable to prime during the prime test as a result of a loose drive support disk. The device was received with a missing end cap sticker. Further testing could not be performed due to the loose drive support disk.